Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Patient medical records were provided. Review of the supplied medical records confirmed subsidence of the tibial component, patella alta, and patella tendon disruption. The investigation could not draw any conclusions about the root cause of the tibial component subsidence, patella alta, and patella tendon disruption; however, provided information suggests patient poor bone quality and patient trauma were possible contributing factors. No evidence was found suggesting product error was a contributing a factor and the need for corrective action was not indicated. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address collapse of the tibial tray on the lateral side. It was also noted that the patella tendon had ruptured.